Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The valve was implanted at the place 3-5cm far from puncture site the valve was not fixed by suturing. After the procedure, there was over drainage observed on the patient, and it continued for about 3 weeks. The physician commented; the valve was implanted without problem at the procedure, but it turned over by some force in the patient¿s body. It was confirmed that patient¿s clinical symptom got better by x-ray. The setting was changed to use a neodymium magnet.

Manufacturer narrative:
Complaint sample was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted donna engleman, director of regulatory programs, office of product evaluation and quality and michelle rios, assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a certas plus valve was having programming issues before implantation. Lumbar peritoneal shunt was performed for the treatment of syntaphilin and the initial setting was 4. On (B)(6) 2019, the sales rep received a phone call that although the physician tried to change the setting because the patient had a headache, it could not be changed properly due to turning over the valve. At that time, neodymium was used and the setting could be changed from 4 to 5. It was confirmed that the valve turned over by x-ray. At the procedure of lumbar peritoneal shunt , the sales rep was present there and he advised to use a dedicated passer and make the smallest pocket and implant the valve within 1cm under the skin. And it was confirmed that the setting could be changed after the procedure. And he has primary disease with acoustic neuroma. He is now follow-up. No further information was provided by hospital.